Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event the pump running led being off was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 per timestamp). The pump was able to maintain speeds above the low speed limit throughout the log file. There were no notable alarms active in the logfile or events that would indicate the pump running led was off. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the cause of the pump running led to not illuminate; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient presented with sudden dizziness and weakness. No alarms occurred but it was thought that the green circle of life went out and it is currently back on. There were no other unusual events recorded in the log files event history. The device operated as intended.